Event description:
A patient reported one minicap that, according to the patient, had an iodine sponge that was dried out. The patient had discarded all samples. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. No additional information was available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) as the sample was not returned, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up report will be submitted.